Manufacturer narrative:
No product has been returned, and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint. And it has been determined, that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed, that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would, indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported, a customer obtained an unspecified error message when scanning the adc freestyle libre sensor. As a result, the customer experienced symptoms described as " shivering and scattering". And was unable to self-treat. The customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia administered glucose intravenously. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer obtained an unspecified error message when scanning the adc freestyle libre sensor. As a result, the customer experienced symptoms described as " shivering and scattering" and was unable to self-treat. The customer had contact with a healthcare provider who diagnosed the customer with hypoglycemia administered glucose intravenously. There was no report of death or permanent injury associated with this event.